Manufacturer narrative:
Follow-up # 1: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. In addition, a device history record (DHR) was done on the subject meter lot, which was found to have a deviation. The planned deviation is in regards to a rework on the meter software, which has no adverse impact on the product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging a meter causing issue with her onetouch verioiq meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when the medical surveillance specialist (mss) followed-up with the patient. The patient alleged that the meter casing issue started at 9:00am on (B)(6) 2015. She claimed that there was an issue with the test strip holder/port and she was "able to insert test strip [lot number 3615590] into meter, like there is something stuck in it". The patient manages her diabetes with insulin (self-adjuster). She claimed that "an hour and a half" after the start of the alleged issue, she developed symptoms of "out of breath, feels strange, very thirsty." She advised the mss that she borrowed a friend's meter and obtained a result of "around 370 something" mg/dl. She reported that at 11:45am on (B)(6) 2015, she increased her dose of afrezza inhaled insulin powder to 8 units. She denied receiving any medical intervention for her symptoms. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and, based on the information provided there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged meter casing issue began.